Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced lead migration. It was also reported the patient was implanted for bilateral leg pain, and the patient currently has stimulation in bilateral leg and abdomen. F/u info revealed the patient underwent surgical intervention on (B)(6) 2014 and her leads were repositioned. The patient reports effective stimulation coverage postoperative.